Event description:
The hospital reported that a high pressure occurred during a case. The unit alarmed, notifying the user of the reported condition. The patient reportedly suffered an alveolar overpressure condition. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Block a: under european law, patient information is considered confidential and will not be released by the site.